Event description:
The implanting surgeon reported that upon pre-implantation inspection (in 2002), the cryopreserved pulmonary valve and conduit's muscle skirt appeared to be of unsatisfactory quality (discolored and "slimy"). The surgeon selected to implant the homograft into a patient of unknown medical history for use as a replacement aortic valve. Immediately post-implantation and upon re-establishing blood flow through the valve, the tissue reportedly "tore" above the suture line. The valve in question was explanted and another 25mm cryopreserved pulmonary valve and conduit was thawed and implanted without difficulty.